Manufacturer narrative:
Additional classification code is dzi, erl, hbe, hwe. (B)(4). Device is an instrument and is not implanted/explanted. Unknown part, lot number combination in our records. The device history records review could not be completed. The manufacture date and expiration date is unknown. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the piezoelectric saw broke off along shaft below cutting blade during a bilateral mandible distraction procedure on (B)(6) 2017. The broken part was retrieved. Another blade was used to proceed with the case with no delay and no harm to the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was performed on the subject device. One saw 20.9x14.1x4.0x0.6mm for piezoelectric system-ster (part number: 03.000.401.98s, lot number: 601769/1, mfg date: unknown) was received by customer quality (cq). No DHR could be found for this item based on the part number/lot number on the instrument in our system. A drawing review could not be done for this item as the drawing is source controlled. The instrument is an attachment for piezoelectric system. An ultrasonic hand piece with cutting tips for a broad range of applications. This specific attachment is used for osteotomy, osteoplasty, shaping, and smoothing of bones and teeth. The screw is used for angular stable locking and fixation of the rod per relevant technique guide. Upon visual inspection, the shaft of the saw broke off approx. 5 mm above the saw blade. Additionally, the round part of the shaft is bent upwards at the connection to the coupling part. Replication of the complaint condition is not applicable as it¿s already broken. The complaint is confirmed. No product design issues or discrepancies were observed. The most probable root cause is that too much pressure was applied during use and the saw broke off due to this mishandling. During the investigation, no discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Synthes manufacturing location was discovered upon receipt of subject device, a DHR review was requested on part number 03.000.401.98s, lot number 601769/1. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.